Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. It appeared that the pacing impedance measurements were higher than 3000ohms and the shock impedance measurements were higher than 200ohms. Additionally, there were episodes of oversensed noise. Technical services (ts) was contacted and recommended to follow up with physician, isometric testing, and turning off therapy to avoid inappropriate shocks. This rv lead remains in service. No adverse patient effects were reported. Additional information received detailed this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. It appeared that the pacing impedance measurements were higher than 3000ohms and the shock impedance measurements were higher than 200ohms. Additionally, there were episodes of oversensed noise. Technical services (ts) was contacted and recommended to follow up with physician, isometric testing, and turning off therapy to avoid inappropriate shocks. This rv lead remains in service. No adverse patient effects were reported.